Event description:
5mm stapler used to resect right lung. Stapler misfired and was unable to be pulled out through 5mm trocar. Patient identifier is confidential.

Manufacturer narrative:
The device was not returned for investigation, so root cause was unable to be determined.